Event description:
On (B)(6) 2012 the patient's endocrinologist (endo) contacted animas stating that the patient is non-compliant in diabetes care and the endo wanted to return the pump to animas to be tested so he can prove to the patient there is no issue with the pump. The endo reportedly has taken the pump from the patient and the patient is not on insulin pump therapy at this time. The endo stated that the patient has been using multiple health care providers and mentioned to him some hospital admissions due to diabetic ketoacidosis (dka), but he could not provide any details of those incidents as he stated the patient was not under his care at the time. The endo stated he did not feel there was anything wrong with the pump but stated he believes the patient is non-compliant and is not following up properly. There is currently no indication or allegation of a pump malfunction. This complaint is being reported due to the allegation that the patient was in the hospital for dka while using insulin pump therapy. Use error may have been a cause or contributor in the reported incidents.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicates that the pump was not in use from (B)(6) 2012, or from (B)(4) 2012. The last basal and bolus deliveries occurred on 10/03/2012. The pump maximum bolus limit is set to 35.0units. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.